Manufacturer narrative:
For the reported event, the mc1816 biopsy instrument was returned to bd for evaluation. The investigation was confirmed for cannula failure to prime. The investigation was inconclusive for self-activation as functional testing could not be completed due to failure to prime. Based on the provided information, the definitive root cause was unknown. The device was labeled for single use. PMA/510k. Event.

Event description:
This report summarizes one malfunction. A review of the events indicated that model mc1816 biopsy instrument experienced failure to prime and self-activation. This report was received from one source. The malfunction did not involve a patient as there was no patient contact. Patient age, weight, and gender were not provided.

Manufacturer narrative:
For the reported event, the mc1816 biopsy instrument was returned to the manufacturer for evaluation. The investigation identified self-activation but did not identify failure to prime. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model mc1816 biopsy instrument experienced failure to prime and self-activation. This report was received from one source. The device was not used in the patient. Patient age, weight, and gender were not provided. There was no reported patient contact.